Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer received communication error message. No harm and medical intervention were reported. Troubleshooting was performed, the communication between pump and mobile app was not resolved.